Event description:
It was reported that the distal end of the recanalization catheter detached during use in the anterior tibial artery. The detached segment was retrieved without difficulty. There was no report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.